Event description:
Caller reported malfunction on pump, specifically malfunction code malf 12. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, technical support provided pump reset instructions and assisted caller with resetting the pump, which successfully resolved the malfunction. Caller understood they could continue using the pump and should contact support if the issue recurs.